Event description:
It was reported that 6 days after implantation of a 2.6x12 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. The duration of the event is more consistent with a thrombosis. During initial procedure, the target lesion was located in the proximal 1st diagonal artery. A pre-intervention stenosis of 80% was reported. A 2.5x12 mm taxus drug eluting stent was deployed. A post-intervention residual stenosis of 0% was reported. The pt received plavix and heparin during the procedure. The pt reportedly had chest pain during the procedure and was given morphine and versed. No info concerning lesion calcification or vessel tortuosity was reported. Pt complications were reported as "none". The pt presented 6 days after the initial procedure with an in-stent restenosis in the 1st diagonal artery. A pre-intervention in-stent restenosis of 100% m quantum over the wire balloon, a 3.0x20 mm taxus drug eluting stent was deployed in the lesion. A post-intervention residual stenosis of 0% was reported. The pt received heparin, plavix, integrilin, and nitroglycerin during the procedure. Pt complications were reported as "none".